Event description:
Customer reports via phone that during a urology stent placement, on a (B)(6) year old male patient the system fluoro failed. Physician completed the procedure using endoscopy without further incident. No reported injury.

Manufacturer narrative:
Field service engineer (fse) went on site, troubleshot the no fluoro issue to the generator console. Fse replaced the console, tested the unit for proper operation and returned the unit to full service.